Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly, and the patient experienced recurring urinary incontinence. A surgical procedure was performed during it was identified that the balloon was deflated. The aus was explanted and no patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.